Event description:
It was reported that approximately three and half years post vena cava filter implant, two detached filter limbs were discovered at the time of the scheduled filter retrieval. The filter was successfully retrieved; however, the detached limbs remain in the patient. There was no reported patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.